Manufacturer narrative:
(B)(4). The lot was manufactured july 29, 2014-july 31, 2014. Evaluation summary: the actual device was evaluated. The device was received with 9 ml of fluid in the bladder. Visual inspection of the unit revealed no signs of abnormality that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the flow rates were found to be within specification. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused. The device was filled with 230 ml of an unspecified solution and was expected to complete infusion in 46 hours; however, the infusion completed in only 18 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow up report will be submitted.